Manufacturer narrative:
Product event summary: analysis found that the device was too sensitive and the calibration was invalid. It was also noted that the battery contacts were deformed. However, the price quotation for repair was rejected by the customer, so the customer asked for the return of the device un-repaired.

Event description:
It was reported that the machine was broken and the device powered off automatically. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.